Manufacturer narrative:
The pad device was disassembled for investigation and a loose screw was found inside the device. This screw is used to secure upper and lower cases together. The screw was removed and devices performed to specification. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 500p is for multi-use

Event description:
There was no pat involved in this event. The device malfunctioned because there was a loose item rattling inside the device. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.